Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing episodes were observed. The device was interrogated and a loss of capture was noted; however, the threshold measurement was in range at follow-up. Reprogramming was recommended. No intervention was performed at this time, the patient will be monitored and was stable.